Manufacturer narrative:
Product complaint (B)(4). Section b5: additional event information received on 24-apr-2024 indicated that the microcatheter did not kink or bent. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone:(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00419 and 3008114965-2024-00420.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219126) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31138931) and could not pass through the microcatheter (mc). The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219126) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31138931) and could not pass through the microcatheter (mc). The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 24-apr-2024 indicated that the microcatheter did not kink or bent. There were no procedural delays due to the event. A non-sterile 150cm x 5cm prowler select plus was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the delivery wire of the involved enterprise remained inside of the returned microcatheter. The microcatheter was visually inspected and as seen in the provided picture, the distal portion was found flattened at 1cm from the distal end. The received microcatheter was flushed to try to remove the involved enterprise; however, a strong resistance was felt. Then, the microcatheter was dissected near the compressed section, and the stent was found trapped inside. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. Is suggested that the compressed condition is the result of the is the result of the rhv overtightening. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31138931 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.